Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to mitral regurgitation. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model #6900p, was explanted. Refer to MFR#6000002-2008-09099.